Manufacturer narrative:
Device monitored for several days. However, device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify unexpected battery power loss anomalies due to motor error alarms. Also, moisture damage found at electronic assembly and damage motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. Customer reported that insulin pump was exposed to moisture and was not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.